Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and pancreatic symptoms. It was stated that the customer woke throwing up, had ketones, and abdominal pain. The mother stated that the customer was not wearing the insulin pump at time of admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.